Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a neuros timulator for lumbar radiculopathy and non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarge (od) as they had failed to charge the battery. A physician mode recharge (pmr) was scheduled to be performed on (B)(6) 2016. No surgical interventions occurred or were planned. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. Additional information was received from a manufacturer representative (rep) on (B)(6) 2016. It was reported that the last successful charge was six months prior to the report due to issues with recharging. When the antenna locator (al) feature was performed with the implantable neurostimulator recharger (insr), the rep got 54-60 at first, but got 40-50 on the second attempt. The rep also reported that the implantable neurostimulator (ins) ¿wobbled¿ or moved around in the patient. To resolve the issue, the patient tried six physician recharge mode (prm) sessions but wasn¿t able to recover the ins from overdischarge. When the rep started a recharge session at the time of the report, the power on reset (por) message was seen, so they were directed to continue charging and to clear the por as soon as the ins is 25% charged.